Event description:
It was reported that the patient experienced pain. The implantable cardiac monitor was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.